Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced batteries, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter is a getinge employee who has different contact details from that of the event site. Details: telephone number (B)(6); email address (B)(6).

Event description:
A getinge field service engineer (fse) reported that during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) failed the battery run test at 105 minutes. There was no patient involvement and no adverse event was reported.